Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that one year, two months post implant of this 34 mm annuloplasty band in the mitral position, the patient presented with increasing shortness of breath. This ring was explanted and replaced with a 25 mm annuloplasty band due to severe recurrent regurgitation. The patient tolerated the procedure well and presented for follow-up with their physician with no issues noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.